Event description:
It was reported that the patient was at the lower end of the vibrant soundbridge criteria pre-operatively, and he now has a significant decrease in hearing on the same side, post-operatively. A scan has not been done at this time to confirm the location of the fmt.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.